Event description:
The following was reported by a sales rep: on (B)(6) 2012 - the surgeon was performing a repair procedure with a composix l/p with echo, which consists of a mesh and a removable inflation positioning system. During the procedure, when grabbing the loop on the end of the tubing with a granee-needle grasper, the loop cut in half. The surgeon then grabbed the tubing right under the loop figuring it would be more robust, but it actually cut the loop off completely. The doctor was able to retrieve the loop from inside the abdomen resulting in only a short delay in the procedure and no pt harm was reported. As an event of this nature could result in the need for intervention to locate and remove the device, an MDR is being filed to document this event.

Manufacturer narrative:
The device was not returned, therefore, an eval could not be performed. The loop may have been inadvertently damaged during deployment or through interaction with another device, such as a grasper or suture passer. A review of mfg records was performed and no discrepancies were found. With the available info, a definitive conclusion cannot be determined.